Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "aiming beam fires straight out of fiber at 9,634 joules." The procedure was completed using another fiber which the "aiming beam fires straight out of fiber at 139,410 joules." The procedure was completed with a third fiber. Pt outcome: "the pt injury reported." This report is for the first fiber.

Manufacturer narrative:
(B)(4). Reference MFR report # 2937094-2013-01191.